Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during coronary diagnostic procedure. The procedure was completed by moving the patient to another room. It was reported to philips that the c-arm movements froze, and z-rotation was not possible. Review of the log files shows an error with the frontal angulation pot. Upon troubleshooting, the philips field service engineer (fse) examined the frontal c-arc rotation movement and found that, although it was off by 5 to 8 degrees, the system indicated zero degrees rotation. The fse verified that the belt is tensioned and the potentiometer spj is fastened. The fse calibrated the frontal stand's current, checked error logs, and adjusted the potentiometer spj. The zero position changed by two degrees following a reboot. To resolve the issue, fse calibrated the table height movement and replaced the defective assy motor c-arc rotation, calibrated the c-arm current. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm movements froze, and z-rotation was not possible. The system was in clinical use at the time of the reported event. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.